Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via email that an ar-1204af-95 flipcutter blade broke. This occurred during a case and broke inside the patient.per facility: "drilling begins with a 3.5 mm drill bit and when it is inside the joint and the input is flipped, the tip breaks, leaving the 9.5 mm brocade, leaving the tip of the input inside the patient. Which happens same process a second time."